Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they were in a real bad car wreck in february of this year and their device didn't seem like it was working right so they turned the device off (agent understood patient was referring to their implant). Patient stated their pain management doctor wanted them to turn the device back on and they told the doctor that they didn't think the device was working so the doctor did an x-ray of their leads and they were fine. Patient said now the controller was not even seeing the implant no matter where they moved the controller. During the call, patient had the recharger connected to their controller. Patient started a charge session and was able to successfully connect to their implant. Controller was 60% and implant red recharging with excellent quality. Patient confirmed no visible damage to the recharger. Agent reviewed with patient to continue charging their implant and once the implant is 30%, they can turn the stimulation on. The troubleshooting steps that were taken on the call resolved the issue.